Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device went into backup vvi mode during a software upgrade. The upgrade was unsuccessful, and the patient had dyspnea during the time that the device was in backup vvi mode. Technical support was contacted and was able to successfully restore the device remotely. The patient was stable and the software upgrade was not reattempted.